Event description:
Customer's wife reported hospitalizations for high blood glucose levels. On (B)(6), customer was vomiting all day and could not catch his breath. His blood glucose level was 600 mg/dl. Paramedics were called and customer was taken to the hospital. The cause of the hospitalization was diabetic ketoacidosis. Customer was treated with IV fluids and an insulin drip for 3 days. He was also disconnected from the insulin pump and advised to use insulin pens. Customer was then released. He did not use the insulin pens as advised, but instead began using the insulin pump again. About a week after being first released, customer started vomiting again and had to go back to the hospital on (B)(6). His blood glucose level that time was 997 mg/dl. He stayed in the hospital for another 3 days. After being released the second time, the doctor looked found that the insulin pump needed a new battery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.